Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00875800928 lot number: 63097060 brand name:xlpe liners. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03811. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not seat into the cup which led to acetabulum fracture and a delay of more than an hour in the surgery. The surgery was completed with a cemented cup. Additional information on the reported event is unavailable.